Event description:
It was reported that the ac power module is not working. The ac module is not charging battery and the green power indicator is not coming up intermittently. There was reportedly no patient involvement.